Manufacturer narrative:
The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The vessel locator button was released and the device came out of the artery. Hemostasis was achieved with manual compression. No pt injury or effect was reported. No additional info available.